Event description:
Customer originally reported to customer service the transformer for her pump in style was not working and her pump would only work with the battery pack. However, upon receipt of product on (B)(6) 2012, the returns dept noted a breach in the transformer housing.

Manufacturer narrative:
A replacement power supply was sent to the customer. Contact was not made with customer to obtain add'l info regarding this event after 4 attempts. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked, exposing inner electrical circuity. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured an overload, which is not normal and indicates that the thermal fuse did blow.